Event description:
A review of log files for (B)(6) hospital (located in (B)(6) ) by welch allyn engineering on (B)(6) 2013 indicated that the customer's acuity system's cpu unexpectedly rebooted. This resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.